Event description:
It was reported that during a shoulder joint glenoid labrum repair surgery, the device broke while implanting, the broken part was removed. Finally a backup anchor was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
Only the shelf carton for the device in question (2.3 osteoraptor (B)(4)) was returned. Contained in the shelf carton was an inserter for a 2.3 curved osteoraptor suture anchor ((B)(4)). Per the contact the incorrect device was returned and the device in question will not be returned for evaluation. Thus, the complaint cannot be verified and a root cause cannot be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion.